Event description:
The customer reported that he was hospitalized due to blood glucose levels greater than 700 mg/dl. The customer experienced vomiting, abdominal pain and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer noticed during the hospitalization that insulin was leaking from the infusion set. The customer did not wish to troubleshoot further.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.